Manufacturer narrative:
(B)(4). Batch # t94371. Investigation summary: the analysis results found that the er320 device was returned with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 17 clips as intended. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformance's were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic anterior resection, the deployed clips did not close completely during use. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.